Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 51 mg/dl and current blood glucose is 98 mg/dl. The blood glucose was 74 mg/dl, 63 mg/dl, 127 mg/dl, 165 mg/dl. The customer treated their low blood glucose with glucose tablets. The insulin pump will not be returned for analysis.